Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a regular scheduled visit, episodes of non-sustained rv oversensing due to intermittent undersensing on the v sense amp was observed. Programming changes were made. The device remains implanted. The patient was stable and will continue to be monitored.